Event description:
Pt was born on (B)(6) 2016. On (B)(6) 2016 the pt had a broviac catheter placed in her right saphenous vein. On (B)(6) 2016 a foreign body was noted in the left pulmonary artery. Upon further investigation, the catheter length was noted to have a significantly changed on from 18/16. The catheter had broken, and an approximately 6cm piece traveled up to the right atrium and into the left pulmonary artery. The pt was taken to the cath lab on (B)(6) 2016 and broken catheter piece was successfully removed.